Event description:
Reporter is consumer who states that she was treated for depression with implant, but when psychiatrist learned that she already had an epilepsy medical history, they refused to turn the implanted device on. Within 3 days of the device being implanted, the pt complained of discomfort. She said that the surgeons dismissed her symptoms by saying that the pain was an incisonal pain. Six mos later, reporter was seen by her nerulogist, reporter developed headache, palpitations, increased heart rate. She was hospitalized in 2007. During her hosp stay the device was turned off and her symptoms went away with the exception of slight discomfort and pain in her neck. A CT scan at the time was negative. X-rays were requested but not done. A spinal tap at the time revealed high red and white counts. This was reported six days later. During this time the device was being turned on and off once an hour for 30 seconds. Repeat lumbar puncture was negative and she was discharged. Reporter says that she overheard a phone conversation between her neurologist and another dr. They mentioned that there was a "unique wiring" of the device and that she was not a candidate for the vagus nerve stimulator. Now after researching and finding out the various side effects, the reporter sees that she should never have been implanted - but now she can't find anyone to take the device out! Her neurosurgeon and neurologists won't call her back. Dr's office contacted the MFR to find someone who would remove the device, but there isn't any neurosurgeon that will do it. Reporter states she has noted her incision to be higher on the neck than others (more along her collar-bone area). She has noted decreased vision, hearing and shooting pain to the left side of her head, where the device has been implanted. She had been prescribed valium, amitriptylline for headaches and lyrica (not been legally approved for nerve pain). Feb 2007 she'd been seen in ER for an overdose of medications. CT scan was ok but she felt like her "brain was bruised." Finally it was decided that the rptr's device "wiring" was the source of her problems. Pain management won't take out the device and said that they had nothing else to offer meanwhile. She continues to have this non-functional device implanted with no one to remove it. She requests that FDA investigate.